Event description:
It was reported that the pump was alarming "check for empty tubing or reservoir". The alarm was silenced, battery cover opened and closed. They were unable to remove the cassette as it was locked in place. The bottom of the cassette was tapped on a hard surface. Pump turned on but alarmed "remove and reattach cassette." The battery door had been opened and closed again. They ensured that the metal bar was flushed with the pump, and the bottom of the cassette was tapped again on a hard surface. The pump turned on but the "remove and reattach cassette" alarm persisted. The pump had been turned off and the tubing was clamped. The reservoir volume was 91.8ml. The patient was not affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of "cassette not attached error." Review of service history found no relevant information. Review of event log found multiple "cannot start pump" alarms. Visual and functional testing was performed. Complaint was confirmed through functional testing. Probable cause of complaint was the downstream occlusion (dso) sensor. Replaced dso sensor. Device passed all testing criteria post repair.